Event description:
The hcp reported that pt has indicated that they were paralyzed post-operatively following implantation of pump. The hcp reported that the pt did not have a pre-implant trial. The pt has multiple sclerosis, but was ambulatory prior to the pump implantation. "This is not a device-related issue." The hcp has been unable to obtain records or films from the implant to verify pt reports.